Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens. Postoperatively, the pt alleges vision loss in her right eye due to the physician's implantation of the crystalens over another iol. The pt has preexisting macular degeneration and glaucoma. The pt was seen for a second opinion and the ophthalmologist informed her that she has nerve damage. Presumably, the nerve damage is optic nerve damage as a result of uncontrolled glaucoma. The relationship of the crystalens in the pt's vision loss is not know at this time. Additional information has been requested.